Event description:
Jobst stockings were sold to another company and the new product is inferior to the original product. The new product, a compression stocking, failed to live up to the claims of the MFR in as much as the compression is not as claimed; they fall off of legs.